Event description:
It was reported that the left ventricular lead was capped and replaced on (B)(6) 2022 for an unknown reason. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.